Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was discovered that the right ventricular lead exhibited noise leading to oversensing. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.